Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6)2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were experiencing high and low blood glucose level and infusion set issues. Blood glucose levels at the time of the incident were 337 mg/dl, 394 to 507 range mg/dl and went as high as 782 mg/dl which was treated with pen. The low readings were in the 40s to 77 mg/dl range and treated with juice and smoothies. Customer was using the auto mode feature. Customer also stated that they were getting alert to change sensor and calibration not accepted. Customer declined to troubleshoot for high and low readings . Customer also reported infusion sets getting detached. Customer was advised to return the infusion sets. The insulin pump will not be returned for analysis.